Event description:
Bilateral ruptured silicone breast implants. Date of original implant was 3/75. Medical record not available from california physician. Product info not available. Report not filed until now because we could not confirm the appropriate address.